Event description:
Literature: dam-hieu p, magro e, seizeur r, simon a, quinio b. Cervical cord compression due to delayed scarring around epidural electrodes used in spinal cord stimulation. J neurosurg spine. Apr 2010;12(4):409-412. Summary: this article discusses two cases of cervical spinal cord compression due to dense scar tissue formation around epidural electrodes implanted for spinal cord stimulation (scs) several years after implantation. Prior to the myelopathy, the pt experienced a tolerance phenomenon. Reportable event: a (B)(6) male pt who was implanted in 2001 at the c4-5 level with scs for severe type 1 complex regional pain syndrome (crps) of the right forearm and hand experienced motor deficit in the left interior limb and dysthesias and hypethesia of the left hemibody at the end of 2006. Examination of the cerebrospinal fluid revealed an elevated protein level and normal cytology. After implant, the pt had had a significant decrease in pain levels and trophic disorders but required progressive increase in the intensity of stimulation levels 6 months after surgery due to the tolerance effect. MRI imaging revealed compression of the cervical spinal cord by the epidural electrode. The neurological disorders continued to progress, and the electrode and stimulator subsequently were removed. During surgery, a 9mm thick back of scar tissue between the electrode surface and the posterior aspect of the dura meter was found. The scar tissue was pulled easily off the dura mater. Immediately following surgery, the neurological disorders started to regress and completely disappeared within 3 months. However, the crps symptoms returned. See MFR report #3007566237201104742 for a copy of the literature article.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. Additional info has been requested. A copy of the literature article is accessible at: (B)(4).

Manufacturer narrative:
(B)(4).